Manufacturer narrative:
Abbott customer technical support recommended the customer perform the following to troubleshoot the issue: check dry tip, replace if dirty, perform wash cuvette, calibrate the assay and run qc, run precision, and run old survey samples. The customer performed the recommended troubleshooting in addition to replacing the source lamp, (list number 09d45-03) which resolved the issue. The customer verified the module function with a control run. A review of the alinity c (serial number (B)(6)) analyzer¿s service history verifies no subsequent issues have been reported related to discrepant calcium results. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the source lamp including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. A 12-month review of tickets did not identify any trends associated with the source lamp. A monthly product monitoring review of the alinity c found no trends of the alinity c with regards to the current issue. No contributing factors in the month prior to the complaint were identified regarding the system. No nonconformances or potential nonconformances applicable to the current complaint were found for the source lamp. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the source lamp, (list number 09d45-03) was identified.

Manufacturer narrative:
Patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed calcium (ca) results on one patient generated on the alinity c processing module, serial number: (B)(4). The results provided were: on (B)(6) 2020, sid: (B)(6). Initial ca = 5.1mg/dl (normal range 8.4-10.4mg/dl) / repeat performed on alinity 2 = 8.6. There was no reported impact to patient management.